Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery incorrectly displayed and malfunction issue was verified, but the touchscreen unresponsive issues could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that a malfunction alarm occurred and the battery gauge was fluctuating. Customer reverted to an alternate method of insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level.